Event description:
Additional information received per the medical records indicate that the patient had a history of motorcycle accident, multiple trauma with a large pelvic fracture. The indication for filter placement was high risk for bleeding, deep vein thrombosis and pulmonary embolism. The filter was deployed via the patient's right femoral vein. It was noted that there was swelling in the area. The filter was successfully placed between the takeoff of the left renal vein and the bifurcation of the vena cava. The results of abdominal computed tomography (CT) scans done approximately ten years after the index procedure indicate that the filter was in place with a milt tilt. Additional impressions were a 1.5 cm liver simple cyst, multiple small left renal parapelvic cysts and cholelithiasis without evidence of acute cholecystitis.   Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt, perforation of filter strut(s) outside the inferior vena cava (ivc), fear and anxiety. Imaging proves that there is a 10 degree tilt of the filter and the filter struts extend 2-3 mm beyond ivc wall. The patient stated that he experienced a flutter feeling in his chest. Often it feels like blood was shooting up into his chest and then there was a flutter in chest area. The patient also reported having a hard time catching breath. His breathing was interrupted for a few seconds and this causes anxiety and fear. The patient became aware of the reported events approximately ten years after the index procedure.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient presented to hospital after a motorcycle accident and had sustained multiple trauma including a large pelvic fracture. The indication for the filter placement was reported to be the patient¿s high risk for bleeding, deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was implanted via the right femoral vein. Swelling at the access site was noted. The filter was placed between the takeoff of the left renal vein and the iliac bifurcation. Approximately ten years after the filter implantation, the patient underwent a computerized tomography (CT) scan that the filter had a mild anterior tilt of ten-degrees and a mild medial tilt of five-degrees. Filter struts were noted to extend 2-3mm beyond the wall of the inferior vena cava (ivc) with possible abutment to the distal duodenum. There was no evidence of filter strut fracture/bending or stenosis of the ivc. The patient further reported having experienced anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, a patient was treated with a trapease inferior vena cava (ivc) filter which subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to specific evidence that the filter tilted, perforated the ivc wall and abuts the duodenum. The indication for filter placement is not available. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient was treated with a trapease vena cava filter which subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to specific evidence that the filter tilted, perforated the ivc wall and abuts the duodenum.. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.